Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). MRI tech reports the ins was removed on (B)(6) 2024 but the lead was not removed. Technical services (ts) asked but caller did not know why the ins was removed. Ts reviewed head-only MRI guidelines. Call received (B)(6) 2024 from hcp in regards to the patient. Hcp reports ins removed (B)(6) 2024 but lead is still implanted. Caller noted CT and x-ray since explant procedure confirm lead is still implanted. Caller inquiring if pt can have head MRI. Caller noted the explant notes indicate the pt had chronic low back and radicular right leg pain as well as pain from the ins site.